Event description:
It was reported that high capture threshold, inappropriate therapy, and noise were observed. Device diagnostics show low hv impedance. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed in the laboratory. Stored egm showed 12 sosd events; noise on rv sense/pace channel caused false vt/vf triggers. The hv output circuitry was damaged. The noise was not reproducible during testing. The cause for the hv output damage was not determined.